Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4). This report is associated with MFR report number: 3005168196-2021-00734.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made one pass in the target location using the ace68. While reinserting the ace68 into the neuron max, the ace68 fractured at the midshaft. Therefore, the ace68 and neuron max were removed. The procedure was completed using a new ace68 and new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00734.